Event description:
This procedure was performed in (B)(6).after recanalization of the left common iliac with a glidewire, advancement of the trailblazer was not possible. The physician tried to exchange the trailblazer for a balloon but the trailblazer became separated (on the calcified iliac). The distal piece looped itself in the superficial femoral and the piece was retrieved with a snare without complications.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.additional information has been requested. Should it become available a supplemental report will be submitted.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: the trailblazer support catheter was returned with no additional ancillary devices or cine images were received from the procedure. The trailblazer exhibited contact with a sanguine environment, dry sanguine material on the proximal hub. A clear fluid was noted in section of the center lumen. Approximate 77cm of device (measured from the proximal hub) was returned. Approximate 20cm of the device was not returned. The separation occurred approximate 10cm proximal to the proximal radiopaque band marker based on packaging label diagram.